Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during an in office interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicating possible premature battery depletion. It was noted that the patient did have surgery within the last three to four months. Boston scientific technical services (ts) discussed that excessive magnet exposure can trigger an incorrect battery depletion alert, however data would need to be sent in for engineering to review in order to verify this information. To date no memory data has been sent in for review and the s-ICD remains in service. No adverse patent effects were reported.